Event description:
It was reported by the affiliate that after a gastric resection procedure, it seems that the procedure (sleeve) went well. The procedure didn't need to be stopped, no technical change, no new device was used. There was post-operating hemorrhage on the staple line. The patient had another operation in the afternoon to stop hemorrhage. One device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable.